Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the anti tipper devices which are a safety feature for a patients wheelchair, and they are no longer functional.